Manufacturer narrative:
.

Event description:
Consumer reports, "my front right tooth broke at the root while brushing...the tooth is completely gone...previously had a cavity on the tooth. There isn't anything wrong with the brush. I am fine besides this issue."